Manufacturer narrative:
(B)(6).

Event description:
The customer contacted philips healthcare to report that when the device was connected, there was a flash at the back of the device. There was no reported patient involvement.